Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. The keypad reportedly was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:investigation revealed a torn keypad around the up arrow keypad button. The ok and down arrow keypad buttons were found to be completely unresponsive. The keypad cover was removed and contamination was under the key contacts. Unrelated to the complaint the display screen was found to be dim and discolored. A new test screen was inserted and the display illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.